Manufacturer narrative:
A device history record (DHR) review is not relevant to the investigation as cause of reported issue is user interface. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, noticed that the patient outlet port is missing. The root cause of the reported issue was found to be the user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the circuit port has an issue and can't be used. No patient injury was reported.